Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It is reported by the mother that the patient (her daughter) has a button error on their insulin pump and the button will not work. Patient's blood glucose level is unknown. Trouble shooting is conducted. Device is being returned. No further information available.